Event description:
It was reported that an 840 ventilator had a touchscreen issue. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and cleaned the touchscreen to correct the issue. The unit passed all testing and operates within the manufacturing specifications.